Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. It was stated that the customer changed the infusion set the day prior to the hospitalization. The medical doctor wanted the insulin pump replaced and declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.